Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, suspected externalization was observed via chest x-ray. The lead remains implanted. There have been no further problems.